Event description:
It was reported that the patient underwent a laminectomy in 2003. During removal, the drain snapped. An x-ray was taken and revealed that no part of the drain remained in the patient's body. There were no adverse patient consequences reported.